Manufacturer narrative:
Concomitant product: mcsp331aoaus, transcatheter valve, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited some oversensing and undersensing and there were small p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.